Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported, and there was stenosis in the left iliac artery that was not appreciated. It was reported that there was difficulty removing the contralateral limb delivery system, because the metal component distal to the delivery system balloon caught on the stent graft. The delivery system was stuck with a needle, and a sheath was inserted into the graft cover after which a balloon was inflated to release the delivery system. The delivery system was successfully removed from the pt with minimal blood loss. No additional clinical sequelae were reported. The delivery system was discarded after the procedure.

Manufacturer narrative:
Eval codes, conclusion: (iliac artery stenosis).